Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient was hospitalized in the intensive care unit (ICU) because of extreme atelectasis. The lesion was in the right upper lobe. Multiple blood vessels were in the biopsy area and the physician indicated that there would be a risk of going through a vessel to get to the lesion. Therefore, the physician elected to biopsy the lesion with ion and then undocked the robot afterwards to do a bronchoalveolar lavage (bal) and l-endobronchial ultrasound (ebus). Biopsies were taken using an ebus scope of a station 7 node in the mediastinum. After the biopsies, a fluoroscopy check was performed and it appeared that a pneumothorax had occurred, but a chest x-ray was negative for a pneumothorax. The patient started experiencing complications and the anesthesia cart had a ventilation error. The anesthesia team performed manual ventilation to assist the patient in breathing. After the procedure, the patient was taken for computed tomography (CT) and extreme atelectasis was noticed. The patient was hospitalized in the ICU. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.